Event description:
The event involved unspecified transducers with unknown list and lot numbers. The reporter stated that when they were trying to use the syringe for taking blood, it is very awkward as it¿s often located nowhere near the patient. The customer stated that they have never experienced air bubbles before in the arterial line once it¿s all set up but have now come across air bubble issues with the safesets on multiple occasions. The customer also shared frustration in trying to sort out consumables for the lines as very irritating, such as, no central venous catheter (cvc) initially so consumables get thrown away but later a cvc is added and people don¿t know how to put it into the flush system so either consumables get wasted by opening a whole new kit or the wrong consumable gets added ie. Arterial line tubing on the central line. The flush system doesn¿t work as well or have as much force as the d system and have noticed the trace often dampens or clots are being formed or blood running back up the line. The syringe clips have been breaking a lot so the syringe doesn¿t clip back into place which then ends up in blood coming back up the line because the syringe is filling up slowly. The set was used for aterial, and/or cvp monitoring intraoperative. The use of set was started on (B)(6) 2024 at 9:13:28 am and ends on (B)(6) 2024 9:20:27 am. Safeset was often used more then 30 times. The customer stated that setting up of the safeset was not very easy, taking bloods was sometimes challenging, taking abg was sometimes challenging, taking vbg (cvc) was never challenging. Line length - cvp never challenging. Line length - abg mostly challenging. The issue of clots was sometimes challenging. Positional trace was mostly challenging. Manual handling always challenging. There was patient involvement and delay in therapy, but harm was not reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.